Manufacturer narrative:
Other, other text: additional information: no patient involvement.

Event description:
Additional information: no patient involvement.

Manufacturer narrative:
One medfusion 4000 pump was received to investigate the reported event. The pump was received with a cracked right plunger case. A manufacturing DHR review, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A base task timeout was seen in the error history log review. A power up process, central time script, and wireless test were performed to further investigate the reported issue. The base task timeout could not be duplicated. The base task timeout is a non-issue advisory alarm that indicates the pumps wifi connection to the network has been temporary interrupted. V1.5.1 (and above) software provides for the immediate an automatic network reconnection of any wifi interruption. As a result, no action is required to correct the temporary wifi interruption. The pump is performing as intended. The interconnect board was replaced as a preventative measure.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was an issue with the main board. It is unknown is there was a patient involved.